Event description:
Pt with known health risks of emphysema/congestive heart failure, fractured her hip and was taken to o.r. For implantation of bipolar prosthesis (exatech #5 160mm stem) using artisan bone plug (catalog #6215-5-001) and 1 batch simplex cement. Canal prepared with rigid reamer to 14mm and broached to size 5. Thoroughly lavaged and dried. Simplex finger packed into canal. Stem inserted and within 2 minutes, pt b.p. Dropped significantly, bradycardia occurred, code blue announced and life resuscitation started. The pt is currently on life support with poor prognosis.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the pt suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.